Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, and the reported issue was confirmed. The unit was installed onto system and breaker was switched to on position. Upon start up, the unit errored out, showing red leds on multiple attempts. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not working with the vessel sealer instrument. The power button was lit up but when the customer installed the vessel sealer, the instrument led would not light up. The intuitive surgical, inc (isi) technical service engineer (tse) did not find any related errors in the system logs. The caller tried to power off the e-100 generator from the front, but it would not power off. The tse had the caller to try again, but it still would not power off. The tse had the caller hard power cycle it from the back. After that the caller was able to turn the e-100 on and off from the front. The customer was using the erbe for the vessel sealer at the time of the call. The procedure was completed with no reported injury.